Event description:
It was reported that the devices were used during a laparoscopic colon. The device was closed and tried to fire, and it cracked. They tried opening it and had to separate the handles manually. The device that was used in the case was fired once and a second time would not fire. They used another device to complete the case. There was no consequence to the pt.